Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg had tilted in the pocket and was causing discomfort. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was repositioned with no complications.